Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on august 29, 2018, omsc found that the probe was broken off at 20 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed. There was a spark mark on the grasping section which had a worn pad. The proximal side of the tissue pad was worn. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Also, it was known that the coating of the grasping section was damaged when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. When tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the subject device was used. The probe damage error occurred and the subject device did not work. The intended procedure was completed with the subject device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On august 29, 2018, omsc found that the probe was broken. Also, the coating of the grasping section was partially missing. This is the report regarding the breakage of the probe and the missing of the grasping section coating.